Event description:
As reported, the autopulse platform sn (B)(6) displayed fault code 16 (timeout moving to take-up position) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.